Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon noticed that the wire was looking abnormal on the fenestrated bipolar forceps instrument. The customer was concerned about patient safety if there was arcing. The customer completed the procedure with the same fenestrated bipolar forceps instrument with no reported injury. On 27-oct-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing hemostasis at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. It was confirmed that no fragments fell inside the patient. There was no obvious arcing observed during the procedure. The black conductor wire insulation was found to be stripped. The cautery function of the instrument was working fine. No evidence of thermal damage was identified. There is no video recording of the procedure, but images of the instrument and conductor wire insulation damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damaged conductor wire insulation near the distal idler pulley. Material appeared to be lifted off and exposed the bare wire. No material appeared to be missing. The electrical continuity test was performed and passed. No thermal damage was observed on the instrument. Failure analysis found the primary failure of the ¿insulation damage - conductor wire¿ to be related to the customer reported complaint. The root cause of this failure is attributed to a component failure. Images of the fenestrated bipolar forceps instrument related to this event were received. A review of the submitted images was performed, and the conductor wire insulation was found to be damaged with the bare wire exposed. A review of the logs showed the fenestrated bipolar forceps instrument (part # 420205-16 / lot # n10201109-015) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 3 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. No video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.